Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "facial swelling and heat are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and inflammation: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra plus in the "lateral zygoma" and unspecified juvederm voluma&#59401;in the "mid face." A week later, the patient also got an injection with juvederm volbella with lidocaine in the lips. Prior to injections, the patient was given a "topical numbing." Patient then had additional injections with perlane (cheeks) and restylane (lip) about 3 months later. A month after the last injection with fillers, the patient was bitten in the neck by a "flying insect." Four days later, the patient developed "facial swelling, heat." The patient was then reviewed and was treated with multiple sessions of hyalase and "kerflex." Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2015-00848 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvederm ultra plus, also a device manufactured by allergan.